Event description:
On 2025-01-10: integrum has been informed that axor ii unit i9059 has fallen off from the abutment. No health consequences or patient injury reported. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. On 2025-01-22: technical investigation of unit i9059 performed, during the investigation the device functions were tested, and components were inspected. The device was abnormally stiff and cannot easily open/close. Signs of improper cleaning of the device. Several components were damaged. The device has not been sent to integrum for annual service. During the service the device was thoroughly cleaned and damaged components were replaced. Finally, it was functionally tested with approved results.